Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation; therefore, the device history record was not reviewed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) year old female patient with a 25mm edwards mitral valve presented with increase fatigue and shortness of breath. Patient was assessed and it was determined she has a deteriorated bioprosthetic mitral valve. Permanent atrial fibrillation status post maze procedure. Congestive heart failure, nyha class 3 with normal lvsf secondary to bioprosthetic mitral valve dysfunction. Severe pulmonary hypertension and lower extremity edema. Through an echocardiogram it revealed severe bioprosthetic mitral regurgitation and significant mitral stenosis. Early of this year patient was hospitalized with influenza and pneumonia. The 25mm edwards valve has an implant duration of approximately eight years. Surgical intervention was indicated.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure.

Event description:
Eight (8) years, five (5) months post-implantation of this surgical valve, a 23mm sapien 3 was implanted (valve-in-valve) into the mitral position. There were great results with no pvl or central ai, post-operatively. The patient tolerated the procedure well without complications.